Event description:
It was reported the radiopaque marker detached from this introducer sheath in the pt's kidney upon removal after gaining successful access for a nephrostomy tube placement. Retrieval attempts with a basket were unsuccessful. No further retrieval attempts were made. The procedure was successfully completed without pt complications. This device was destroyed by the user facility. Therefore, no failure analysis will be available. Co's follow up revealed a great deal of resistance was encountered during this procedure. Co believes continual exertion against resistance, along with pt anatomy, were contributing factors to this event. However, without evaluating the device co is unable to determine the exact cause for this event.